Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via the submitted log files. A review of the submitted controller event log file reveal data spanning 03mar2026, 18:38:24 - 21:57:07. The pump maintained a speed within the expected range throughout the log file. A persistent driveline power fault was observed throughout the file. The onset and resolution was not captured. The alarm was also associated with a power_b broken fault. There were no other notable alarms active. Pump speed was not affected. The heartmate 3¿ vad modular cable (lot: 8993378) was not returned for analysis. Provided information indicated that, the patient's system controller and modular cable were exchanged. A root cause for the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline power fault and backup battery fault alarms and the actions to take if the issue does not resolve. Heartmate 3 IFU section 2 ¿ ¿system operations¿ instructs users not to use damaged, or expired 11v backup batteries. It also explains that the system controller backup battery has a limited lifespan (36 months from the manufacture date). Therefore, it may be necessary to install a replacement backup battery if the current one expires, or if prompted by a backup battery fault alarm. Per the IFU, replacement of the backup battery should be considered when less than 6 months remain before the mandatory replacement date, depending on the patient¿s clinic schedule. Heartmate 3 IFU section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced driveline power fault alarms with no other alarms noted. The log files were submitted for review. The event log captured driveline power faults (power b) that were present for the whole section of data in the provided log files. The patient's system controller and modular cable were exchanged. The alarms resolved with the controller and modular cable exchange. The patient was stable. The modular cable was thought to have been the cause of the alarm. No products were returned.